Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2013-14905 for the other associated device information. It was reported to boston scientific corporation that an amplatz super stiff guidewire was used during the procedure performed on (B)(6) 2013. According to the complainant, during preparation, the body of the guidewire split into half. Another amplatz guidewire was used with the same issues. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.